Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a mesh implantation procedure on (B)(6) 2006 due to stress urinary incontinence. Following insertion, the patient experienced erosion, extrusion, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2008 to repair vaginal wall. No additional information was provided. (B)(4).